Manufacturer narrative:
Na

Event description:
It was reported that the ventilator delivered no flow to the patient with a constant low pressure alarm. It was also reported that the ventilator was very hot to the touch. No patient harm reported.